Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing retrograde approach. The target lesion was located in a shunt of the forearm vessel. After a 5f sheath was placed and a non-bsc guide wire crossed the lesion, a 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres, balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. Microscopic inspection revealed a burst in the balloon material, 5mm in length. Inspection of the remainder of the device revealed no other damage or irregularities. Review of the product specification was performed which indicates the rated burst pressure (rbp) of the complaint device. The reported information does not indicate that the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing retrograde approach. The target lesion was located in a shunt of the forearm vessel. After a 5f sheath was placed and a non-bsc guide wire crossed the lesion, a 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres, balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.